Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l5-s1 using a non lt-cage and rhbmp-2/acs. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient received significant medical treatment. The patient never recovered from the surgery and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities.

Event description:
It was reported that, on (B)(6) 2006, patient underwent the following procedures: radical anterior disckectomy with partial vertebrectomy at l5-s1, removal of herniated nucleus pulposus, decompression of the spinal canal, anterior interbody fusion at l5-s1, and insertion of intervertebral fusion device at l5-s1 and utilization of bone morphogenic protein. Preoperative, postoperative diagnosis: significant back and leg pain, degenerative disc disease at l5-s1, discogenic pain syndrome at l5-s1. Per op-notes: ¿the rhbmp-2 had been mixed in the beginning of the case and sponges had been soaking for a minimum of 30 minutes. The angled curette was used to further roughen the end plates and expose bleeding cancellous bone through the fenestrations of the cages. A fifth sponge was placed between the cages, and the last sponge was placed to the right of the cages.¿

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.